Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulation really didn¿t help. They stated that their stimulation in their legs stopped in 2016, and they haven¿t checked their device since. The patient indicated that they aren¿t planning on getting a replacement due to a heart condition. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that in 2016, patient spinal cord stimulator (scs) device stopped working. The patient called a manufacturer rep whom they could not get. They got a new person so nothing was ever done to the stimulator. Patient was unsure what happened, was unsure of the issue and were waiting for the rep. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that patient had suddenly noticed it stopped working so they attempted to charge it without success several times. Patient also repeated it on a call made to the manufacturer representative (rep) but had no success. Patient also read the manual but found no help there. Patient plans to meet with rep at the healthcare professional (hcp) office on (B)(6) 2018. No further complications reported.